Manufacturer narrative:
A1: patient identifier: requested, not provided a3b: gender: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: business administrator. There were no manufacturing issues noted during the device history record (DHR) review. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that while trying to deploy the angio-seal the device plug never deployed. There was no harm to the patient reported and a manual compression held was used for 45 minutes to stop the bleeding. A 6 french sheath was being used prior to attempted angio-seal deployment. The blood loss was less than 250cc's. The procedure for the patient prior to angio-seal was percutaneous coronary intervention (pci). There was no patient injury or surgical intervention. Additional information was received on 17sep2024: the was referenced as the anchor. All components came out and nothing was left behind.